Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss over an hour was found for serial number 8mtfes within the investigation window.  The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of signal loss over an hour is reportable because a loss of connection was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: manufacturer's narrative - additional information. D9: device availability- device evaluation. H2: additional information/device evaluation - additional information. H3: device evaluation - device evaluation. H6: additional codes - additional information.